Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. The device was explanted and replaced with nonabbvie.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade IV. Clarification to b3: date of occurrence was reported as 2025. Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". Capsulectomy was performed. This record is for the left side. The device was explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d6b, e1, h4.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". Capsulectomy was performed. This record is for the left side. The device was explanted.